Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that emitter on the system was damaged. No patient was present at the time of the event. Additional information was received: the emitter was dropped by a nurse causing the damage. The emitter was non functional.